Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less then 300 units of insulin. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly; customer loaded a new cartridge to resolve the issue.